Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in the charger connection getting stuck in the port. This reportedly caused difficulties charging the pump and the pump shutting off. There was no reported impact to the customer's blood glucose level. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.